Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior assessed as unidentified (tear) opening and a missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a right side rupture, ultrasound confirmed. Healthcare professional additionally reported capsular contracture baker grade ii and the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional additionally reported capsular contracture baker grade ii and the device has been explanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported a right side rupture, ultrasound confirmed. Device remains implanted.